Event description:
This male pt with a history of recent q-wave mi (2002), previous stroke/tia, hypertension, and a family history of coronary disease was admitted for coronary evaluation. On the day prior to the procedure, the pt was given aspirin and IV heparin. On the day of the procedure, the pt received aspirin and plavix (300mg). Angiography revealed an 80%, 15mm, non-calcified lesion in the proximal left anterior descending artery (lad). The vessel non-tortuous and was described as 3.0mm in diameter with timi iii flow throughout. The lesion was predilated with a 2.5mm balloon inflated to 8 atms. A 20% residual stenosis remained after angioplasty. A 3.0x18mm cypher stent was then positioned within the lesion and was deployed to 12 atms. The stent was post dilated with a 3.0mm balloon inflated to 14 atms. The final result was good with 0% stenosis and timi ii flow. It was reported that at some time during the procedure, the pt experienced a no-reflow phenomenon. It is unclear if this occurred during pre-dilation or after the cypher stent implantation. As a result, the pt experienced a decrease in ejection fraction down to 46%. This required a lengthened hospitalization (14 days).

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. Cypher product distributed outside the us is not distributed in the us; however, it is similar to us distributed cypher product.